Event description:
During a kidney biopsy on a 2 yr old pt, the biopince biopsy gun was not able to be used due to a manufacturing defect. The gun would cock, but wouldn't fire. This is the third defective gun out of this lot that were delivered to cat scan at tampa general. Dates of use: 2008. Diagnosis or reason for use: soft tissue biopsies.